Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient pain is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It is our understanding that this ambicor penile prosthesis (app) would not inflate or deflate. The patient is unable to have intercourse due to pain, resulting in low self-esteem and depression. The physician suggested the patient be implanted with an inflatable penile prosthesis (ipp) to minimize the risk of extrusion and infection. The clinic is awaiting approval to proceed with the implant.

Event description:
It was reported that the ambicor penile prosthesis (app) is not performing as expected, it would not inflate or deflate. The patient is unable to have intercourse due to pain, therefore the patient has low self-esteem and depression. The physician suggested the patient an inflatable penile prosthesis (ipp) to minimize the risk of extrusion and infection. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown.